Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours: the patient had a blood glucose of 55 mg/dl with dizziness, shakiness, unsteadiness when standing/walking, and a racing heart beat. Patient self-treated with food and drink. The time/date issue is not being reported as it is unlikely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The complaint is being reported as the patient experienced hypoglycemia related to use error.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: investigation was not able to verify the time/date reset to default setting in the black box data. The black box data revealed a manual time change on (B)(6) 2017 from 23:55 to 11:56 and a manual date change from (B)(6) 2017 at 17:30. Delivery resumed at 08:44. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours and then re-inserted into the pump. The pump powered on with the time and date reset to the factory default setting; the pump did not maintain the correct time and date after being without power for 6 hours. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivery accurately and within range. Unrelated to the original complaint, the battery compartment was noted to be cracked.